Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pace lead impedance measurements greater than 2,000 ohms detected via the remote monitoring system. Further, it was noted that all lead measurements obtained during the previous in-clinic check was normal. Additional information indicated that the cause of the observation has not been determined. However, the impedance measurements has fluctuated between 1,600 - 1,900 ohms, with only one out of range measurement tripping the alert. Subsequently, the physician has planned to continue remote monitoring. The system remains in service. No adverse patient effects were reported.